Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Externalized conductors were noted via fluoroscopy near the tricuspid valve. No electrical anomalies were detected. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.